Manufacturer narrative:
10/29/2015 11:19 am (gmt-4:00) added by (B)(4): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The reported internal test failure during pre-use check, was according to information from our service engineer caused by a defective air gas module. The air gas module or the log files has not been received, despite of several reminders. A defective air gas module with the reported symptom, may lead to that lower oxygen concentration delivered than set. It could also lead to lower pressure and lower volumes delivered than set. The root cause of why the air gas module failed has not been determined, due to lack of goods.

Event description:
(B)(4)